Event description:
The customer reported that the system displayed a communications error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The fluoro functions board was replaced and the voltage was verified. The system was tested and operated as intended.